Event description:
During service of product, a motor stall, with audible low pressure alarm, was found due to transistors q2 and q6 or the motor board being out of sepc. Device returned unrepaired at customer's request.